Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert 5401000201 oxford meniscal unicompartmental knee list under warnings number 5: ¿malalignment or soft tissue imbalance can place inordinate forces on the components which may cause excessive wear to the patellar or tibial bearing articulating surfaces.¿ following review, no new risks were identified. (B)(4).

Event description:
Patient enrolled in a clinical study reported hyperextension and knee weakness approximately 11 months post implantation. Both issues resolved.